Event description:
It was reported that the minute ventilation (mv) sensor of this pacemaker was disabled. Review of two signal artifact monitor (sam) episodes showed noise consistent with electromagnetic interference (emi). Impedance measurements were appropriate both before and after the sam episodes. There was no pacing inhibition as a result of the noise. Technical services discussed bringing the patient back into clinic as necessary to program mv back on. Further information was received that this pacemaker exhibited oversensing of noise on the right atrial (ra) lead resulting in pacing inhibition and inappropriate atrial tachy response (atr) episodes. Noise on the right ventricular (rv) lead was noted. The involved ra and rv leads are non boston scientific products. Additionally, oversensing on the left ventricular (lv) lead was suspected. No adverse patient effects were reported. This device remains in service.